Event description:
It was reported that the insulin pump is experiencing a blank screen. It was also reported that the insulin pump alarmed various battery alerts and may have been exposed to moisture. Customer's blood glucose reading was 65 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).